Event description:
The customer reported that an erroneously low troponin (accutni) result, above the acute myocardial infarction (ami) threshold, as well as imprecise accutni results, were generated on an access 2 immunoassay system for a single patient sample. The customer did not provide specific patient data regarding this event. Upon multiple repeats on the same as well as another instrument, the repeat results were higher, still above the acute myocardial infarction (ami) threshold, and collectively exceeded the precision claims of the assay. The erroneous accutni result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this erroneous result. Assay quality control results recovered within the customer's established specification during the timeframe of this event. No event log messages were generated in connection with this event. The sample was collected in a lithium heparin plasma separator tube. No patient specific information, actual patient results or actual instrument assay performance data was provided by the customer. No other assays or patient results were in question as part of this event. The reagent and calibrator lots linked to this event are unknown.

Manufacturer narrative:
Service was not dispatched to the site for this event as the customer declined service. A definitive root cause for this event has not been determined to date.